Event description:
During a procedure for an orif distal radius, the surgeon placed the plate but the locking screw would not lock to the plate. Surgeon removed the screw, tried several other screws which also did not lock to the plate and decided to leave the screw hole empty. All other screws were in and locked. Procedure was completed with no adverse effect to the patient. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Procedure was reported to be an open reduction internal fixation (orif) of the distal radius .

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis.